Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device had fractured at the beginning of the measurement notches. Additionally the device was sent for further analysis. Analysis found suspected crack initiation region identified. Fatigue mode of fracture identified near the suspected crack initiation region, exhibiting fatigue striations. Ductile overload dimples identified in the center of the fracture surface. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zca cage. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision surgery, the depth gauge broke when it snagged in the bone and became difficult to pull out while implanting screws into a zca cage. All pieces were removed from the patient. Additional information on the reported event is unavailable.